Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 10.5-11.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise with arm movements during a follow-up in clinic. The asymptomatic patient was scheduled for a lead replacement. During pre-operation, low, out of range high voltage lead impedance was noted. The lead was explanted and replaced. Upon handling the explanted lead, the insulation abrasion was also observed. The patient was stable post procedure.